Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure regulation high alarm. The customer informed the remote service engineer (rse) of the pressure regulation high alarm and confirm the alarm occurrence in the event log of the device. The rse provided troubleshooting steps to the customer, advising the customer to check the tubing from the gas delivery system (gds) to the proximal port and outlet. The customer found that their tubing connection was switched and realigned the tubing to the correct orientation. Following the realignment of the tubing, the customer tested the device and found it to be fully functional. No further issue reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.